Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the reported event was a fracture which was likely caused during implantation of the shoulder or poor bone quality. Concomitant device(s): 300-01-09, equinoxe humeral stem primary, press fit 9mm; 320-38-00, equinoxe reverse 38mm humeral liner +0; 320-10-00, equinoxe reverse tray adapter plate tray +0; 320-01-38, equinoxe reverse 38mm glenosphere; 320-15-01, eq rev glenoid plate.

Event description:
As reported by the clinical data study base, a (B)(6) y/o female patient presented for a 6-week postop l tsa exam and a coracoid fracture was noted. There was no additional treatment for the fracture. It is unknown when the fracture occurred, however, the ae report from the study states ¿post-op¿. The patient has a history of osteoarthritis and hypertension. It is noted that autograft was used behind the baseplate during the procedure and gps navigation was also used during the procedure. Patient outcome was noted as ¿continuing¿. There are no devices to be returned.